Event description:
It was reported that the insulin pump was dropped and the device did not function anymore. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken solder joint in the interface board. Further testing was not performed due to the blank display.